Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm, which occurred on the homechoice (hc) during the initial drain. The baxter technical service representative (tsr) had the hp cycler power on the hc. The tsr had the hp start over with new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The hp stated that he did not recall this alarm. No holes or leaks were observed in the supplies. The hp stated that he has recently swapped the cycler and has resumed therapy with no further issues. Product surveillance contacted the nurse on (B)(6) 2011. The nurse was not aware of the alarm, however, there was no patient injury or medical intervention reported. No further information is available.